Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call of high blood glucose readings and unexpected restart from the insulin pump. The customer's blood glucose reading was 422 mg/dl. The customer's husband thinks that the pump is not giving insulin. An unexpected restart alarm was found in the alarm history. The customer stated that a temporary basal was not programmed before the unexpected alarm. The customer was advised to monitor the pump.